Event description:
It was reported that "the hme filters iso-gard filter s suddenly split during operation". Further information states that "the filters were in use only a few hours each time. In no case was there a drop in oxygen saturation or damage to the patient". See associated mdrs 8040412-2022-00318 and 8040412-2022-00319.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hme filters iso-gard filter s suddenly split during operation". Further information states that "the filters were in use only a few hours each time. In no case was there a drop in oxygen saturation or damaged to the patient". See associated mdrs 8040412-2022-00318 and 8040412-2022-00319.

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided a photo for evaluation. A visual exam was performed on the photo and it was observed that the filter was detached. Based on the photo, the complaint was confirmed. The manufacturer reports that the housing of the device is from a supplier. A device history record review was performed and it was found that the affected lot (kmz21k0046) is under the scope of a product recall. A CAPA has been opened to address this issue. Other remarks: n/a. Corrected data: n/a.